Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the extension cable was unable to get the accurate temperature. Per follow up information received via ibc on 14feb2022, it was unknown if it occurred on the same patient, but it was reported together as an event that occurred in (B)(6), not all at once. Also, it was unknown regarding the date of occurrence.

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. 4 temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cords were noted. Unable to determine an erratic display issue from the photo sample. The physical samples were evaluated. No damage to the cords were noted. Connections of the 4 cords to their respective plugs and sockets were secure. Cable 1 and 3 were selected for testing per sampling plan general inspection level (ii) - a. Using a multimeter, the 2 cords were tested for and found to have continuity. The cords were connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) . The samples meet the specification "plug and jack must be firmly secured to wire." Cord 1: connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and erratically displayed the temperature between 35 and 37 degrees. 32 and 36 degrees celsius. Cord 3: connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and was able to display the temperature. Using a caliper each cable was measured and found to meet specification. A potential root cause for this failure is "input female connector wears out". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "labeling was reviewed and found to be adequate as it states "for use with bard temperature-sensing products and accessories". Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the extension cable was unable to get the accurate temperature. Per follow up information received via ibc on (B)(6) 2022, it was unknown if it occurred on the same patient, but it was reported together as an event that occurred in january, not all at once. Also, it was unknown regarding the date of occurrence.